Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and blank display. The customer¿s blood glucose level was 50 mg/dl at the time of incident. The customer reported that the insulin pump was not turning back on after battery change. The customer declined troubleshooting for high blood glucose and blank display. The insulin pump will be returned for analysis.